Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was elevated and the customer administered more boluses to lower bg level. As the customer was due to change the cartridge and infusion set, a system check was not performed during contact with tandem technical support.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.